Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 6.1 cm in diameter abdominal aortic aneurysm approximately one month ago. The patient had a pre-existing dissection flap above the aortic neck. The aortic neck was 2 cm long, 19.5 - 23 mm in diameter from proximal to distal and it had an angulation of 60 - 70 degrees. It was reported that after the bifurcated stent graft was deployed there was a proximal type I endoleak. The physician decided to not balloon the stent graft because of the pre-existing dissection, the physician will monitor the patient. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (anatomy related; pre-existing dissection, and proximal neck angulation >60deg); incorrect technique/procedure (treatment of a pre-existing dissection). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (pre-existing dissection, and proximal neck angulation >60deg); user error contributed to event (treatment of a pre-existing dissection).